Event description:
It was reported that a malfunction occurred with a pump distributed by rubin medical aps in denmark, specifically involving malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer experienced the same issue at least three times, and corrective actions included tandem technical support agreeing to replace the pump, which was still under warranty. The customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within ten days, while planning to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.